Manufacturer narrative:
Section a4: patient weight is unknown section d6b: date of explant is unknown. B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the scs system was explanted for unknown reason and unknown time. No further information available.